Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the blue reload did not staple completely. There were no patient consequences. Case completed with another reload of the same product code.